Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation was able to replicate the reported event. Issue resolved by replacing the monitor, internal cable and external cable. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as the issue was reproduced during testing. Analysis of the returned external and internal cables could not confirm any failure as both cable functioned as intended and without any issues. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's surgeon monitor turned off few second after it was turned on. There was no patient present when this issue was identified.